Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the previous week the customer had extremely low blood glucose and now the customer was experiencing high blood glucose between 325 mg/dl and 520 mg/dl. They also received a no delivery alarm. The customer declined troubleshooting for the low blood glucose and no delivery. The device will not return for analysis.